Event description:
It was reported that treatment was performed on a heavily calcified mid rca lesion. After pre-dilatation, the penta would not cross the lesion, so it was withdrawn. Resistance was felt during the removal attempt and the stent dislodged from the balloon in the coronary. The separated stent was retrieved with a snare device; however, a dissection was observed up to the proximal rca. Three add'l stents were implanted as treatment for the dissection.